Manufacturer narrative:
The complaint of headaches could not be verified as pain is relative condition. The complaint of constant metal taste in the patients mouth could not be verified as taste is a sense that is relative to the individual. The patient made no mention of implant exposure in the oral cavity and has not returned to the physician to address this. No product was returned and no functional tests could be performed. No x-rays, scans, pictures, or physician's reports were provided. Based on the information provided, the cause of the staph infection could not be determined. These tmj implants were sterilized prior to distribution. For the aforementioned reasons, the most likely underlying cause of this complaint could not be determined. The instructions for use (IFU) for this product states in the section titled adverse events: adverse events that may occur following placement of the total tmj replacement system are listed below. Removal of components(s) including, but not limited to the following: degenerative changes within the joint surfaces from disease or previous implants, infection (systemic or superficial), foreign body or allergic reaction to implant components, facial swelling and/or pain, neuroma formation. The IFU also states in the section titled patient counseling information: discussion of the following points is recommended prior to surgery. The importance of prompt medical attention if they experience unusual swelling in the area of the implant. The risks associated with a total tmj system (see warnings and adverse events). Post-operative pain relief and return of function varies from patient to patient. This is supplemental report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00342-3.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00342-4.

Event description:
The legal department received notification of a new claim in which there was information provided that was not previously reported.

Manufacturer narrative:
(B)(4). Review of the device history records show the lot was released with no recorded anomaly or deviation. The product remains implanted in the patient and therefore will not be returned for an evaluation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00342.

Event description:
The patient reported her doctor drained the fluid a second time from behind her implants. The fluid was tested and determined to be a staph infection. The doctor prescribed an antibiotic to clear the infection. The patient states she is still experiencing pain and swelling.

Manufacturer narrative:
This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00342.

Event description:
(In addition to what was already reported) the patient advised she is also experiencing a constant metal taste in the mouth that makes her feel nauseous.